Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display issue. This report is made based on results of the investigation performed on (B)(6) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display screen was dim and discolored. Unrelated to the display issue, the keypad was found to be torn. Evaluation revealed that all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts.